Event description:
Lump was identified as residual seprafilm which had accumulated [medical device complication]. Case description: spontaneous report received on (B)(6) 2011 from a physician via a company sales rep regarding a (B)(6) female pt, initials (B)(6). The pt had a heart operation during which seprafilm was used. The number of sheets and the lot number was not available. Two weeks after the operation, a "lump" was observed in an mrt (magnetic resonance tomography) examination which was first diagnosed as haematoma for which a revision operation was initiated. In this revision operation, the "lump" was identified as residual seprafilm which had accumulated and not the expected haematoma. At the time of this report, outcome and treatment were not provided. No further info was provided. Additional info was received on (B)(6) 2010 from the reporting physician. The date of seprafilm administration was (B)(6) 2011. The start date of the event was (B)(6) 2011. No further info was provided.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship is not affected by this report.